Manufacturer narrative:
During investigation the failure of the not working operating table could be confirmed. It was identified that the base controller (main electronical unit) had an issue. The base controller was exchanged, and the device was working as intended. No systematic issue was identified with the base controller. Based on this, no further action is required.

Event description:
Customer reported that table has no functions. Displaying error 62. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that table has no functions. Displaying error 62. This report was filed in our complaint handling system as complaint # (B)(4).